Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. Ge healthcare did not evaluate this system. No further information is available.

Event description:
The hospital reported an intermittent system shutdown. There was no report of patient involvement.